Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a review of the device episode was needed due to suspected ventricular tachycardia which was altered by a delivered shock and caused a different ventricular tachycardia morphology. Technical services (ts) reviewed the episode in question and noted that after the first inappropriate shock the rhythm accelerated to approximately 220 beats per minute until a second inappropriate shock was delivered, which brought the patient back to a non sustained rhythm with a morphology that was not similar to the one identified at the beginning of the episode. Ts also noted that looking at the episode interval information it appeared that the patient was at a rate around 50 beats per minute, then increased very fast to a stable rate around 181 beats per minute. This rate was below the lowest tachycardia zone. The intervals are stable around 180-190 beats per minute with some values over the conditional zone and even shock zone. Ts noted that just before the episode started the underlying rate was slightly below 200 beats per minute, and gradually the rate increased towards 213 beats per minute just before the first shock was delivered. Ts discussed possible programming options and considerations. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that a review of the device episode was needed due to suspected ventricular tachycardia which was altered by a delivered shock and caused a different ventricular tachycardia morphology. Technical services (ts) reviewed the episode in question and noted that after the first inappropriate shock the rhythm accelerated to approximately 220 beats per minute until a second inappropriate shock was delivered, which brought the patient back to a non sustained rhythm with a morphology that was not similar to the one identified at the beginning of the episode. Ts also noted that looking at the episode interval information it appeared that the patient was at a rate around 50 beats per minute, then increased very fast to a stable rate around 181 beats per minute. This rate was below the lowest tachycardia zone. The intervals are stable around 180-190 beats per minute with some values over the conditional zone and even shock zone. Ts noted that just before the episode started the underlying rate was slightly below 200 beats per minute, and gradually the rate increased towards 213 beats per minute just before the first shock was delivered. Ts discussed possible programming options and considerations. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the 'describe event or problem' field for more information regarding the specific circumstances of this event. This report is being filed to update the evaluation conclusion code and additional manufacturer narrative.